Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted to treat a pancreatic pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2016. Reportedly, the implantation site was examined with endoscopic ultrasound (eus) doppler prior to stent placement, and the axios stent was implanted without issue. According to the complainant, the patient presented with melena on (B)(6) 2016. The source of the bleeding was determined to be an aneurysm of the left gastric artery; however, the physician noted that the cause of the aneurysm and its bleeding is unknown. The axios stent was removed from the patient due to the bleed, and it was noted at the time of removal that the patient¿s pseudocyst was almost resolved. The physician performed hemostasis with argon plasma, which reduced the bleeding but did not stop it completely. The bleed was successfully halted by embolization of the left gastric artery. The patient was hospitalized on (B)(6) 2016, and was further treated with blood transfusions. There were no further patient complications reported as a result of this event. The patient¿s condition was reported to be stable.